Manufacturer narrative:
After further review the automated impella controller for this case was found to be linked to a different pump at the time of the reported failure mode. Please refer to MFR 1220648-2026-06457 for further information and investigation results regarding this console.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. D1 brand name updated accordingly.

Event description:
It was reported that a patient implanted with an impella rp flex and and impella 5.5 experienced a placement signal not reliable alarm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.